Manufacturer narrative:
Attempts to obtain additional information was being made from the field representative. Should further information will be available, this record will be updated. Received additional information via phone call to the field representative, and the occurence of an infection as claimed by the patient can not be confirmed as the field representative was not aware of any recent check up made by the patient to the clinic or to the physician. The allegation of an infection can not be refuted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient called to ask for assistance after signs of a possible infection was being observed around the implant site of the device. There were no additional adverse effects reported. The product was remains implanted and in service.